Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that an elective replacement indicator (eri) was displayed. It was reported that the patient¿s battery had depleted in under a year. There was no complaint about the longevity of the battery and it was indicated that the depletion was a result of the high rate and amplitude. It was reported that the therapy impedance was 214 ohms. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for battery replacement. No further complications are anticipated.